Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, all insulators were breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead exhibited an elevated threshold and t-wave oversensing. The lead was explanted and replaced. No patient complications were reported as a result of this event.